Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump had audio issue. The customer state they received the audio and performed the audio test. The customer stated that they hear the beep but there is no difference between 1 and 5. Insulin pump will be returned for analysis.

Manufacturer narrative:
Audio anomaly confirmed during testing. Noted no change in audible volume level after changing volume settings of the pump. Hardware low level failures confirmed during self test. Audio failure and hardware low level failure due to broken trace at pin 1 of ambient light sensor. Insulin pump failed the self test and passed the sleep current measurement test, active current measurement test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.